Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found adhesive on the bending section cover had a chip, the acoustic lens was damaged and due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a gap between acoustic lens and ultrasound probe. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the deterioration/damage of adhesive was due to chemical/physical stress. Olympus will continue to monitor field performance for this device.